Manufacturer narrative:
For the last calibration performed on (B)(6) 2024, the first calibrator level recovered slightly above the expected level and the second calibrator level recovered slightly below the expected level. Performance testing was run on the analyzer. The investigation determined the controls were stored and used beyond their stability period and the test was not calibrated for months due to irregular testing.

Manufacturer narrative:
The tacrolimus reagent lot number was 753072, with an expiration date of 31-aug-2025. The first level of control was acceptable. The second and third control levels recovered above 2 standard deviations from the control mean. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with elecsys tacrolimus on a cobas e 411 analyzer. The customer also noted that at least one patient sample per day recovers an initial value < 0.500 ng/ml and when re-tested, the value is > 5.00 ng/ml. The first sample initially resulted in a tacrolimus value of < 0.500 ng/ml with a data flag and it repeated with values of 7.28 ng/ml and 7.80 ng/ml. The second sample initially resulted in a tacrolimus value of < 0.500 ng/ml with a data flag. The sample was repeated on (B)(6) 2024, resulting in a value of 10.68 ng/ml. The third sample initially resulted in a tacrolimus value of < 0.500 ng/ml with a data flag on (B)(6) 2024. The sample was repeated on (B)(6) 2024, resulting in a value of 5.45 ng/ml on (B)(6) 2024. The samples were also tested on another system. No specific results were provided. Positive values (> 5.0 ng/ml) were reported outside of the laboratory for the patient samples. The positive values were deemed correct.